Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump history confirmed multiple loss of prime alarms due to zero force. A force sensor calibration test confirmed the sensor is detecting the correct force. An ez-prime operation was performed and during the "load step" the piston detected the cartridge. The pump was exercised for 24 hours on a 1unit/hr basal rate program with no loss of prime alarms duplicated. The display cover was opened after testing and a crooked led display was observed. It was observed that the force sensor flex pins are partially dislodged from the pcb sockets. The DHR review confirmed the pump was within specification no discrepancies identified, software version (B)(4). (B)(6).

Event description:
The pump was returned due to multiple loss of prime warnings. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. This report is made based on the evaluation results.